Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device nor the data logs were not received from the customer. Therefore, the root cause of low pump flow cannot be determined. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the device was repositioned and then exhibited suction issues indicating low flow. It was noted that the device was in a good position. The resolution for this issue is unknown. It was reported that the patient survived normal explant.